Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen was hard to read. The customer's blood glucose value was unknown. The customer reported the insulin pump was rejecting new batteries and rewind was louder. The customer reported that clock needed to be reprogrammed and back light was very dim. The device will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and rewind test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected rewind anomalies noted. No unexpected time/clock anomalies noted. No unexpected led anomaly noted. No unexpected missing segments/partial display anomalies noted. (B)(4).